Manufacturer narrative:
The explanted parts were evaluated microscopically and the damage to the side of the set screw that contacts the rod is consistent with the rod not being properly seated in the pedicle screw. This can occur in cases where the rod may not have been optimally seated in the pedicle screw, even though the proper torque was reached. It may have appeared that the set screw was properly torqued and locked down during surgery when it may not have been. The torque handle that was used during the case has not yet been returned and has not been evaluated however, the natural bridge cross connector handle that was used in this case was evaluated and found to be within specification. The pedicle screw exhibited damage consistent with normal use. The rod slot was measured and within specification. The manufacturing and inspection records for the parts were reviewed and there were no discrepancies. Possible causes of set screw back out have been reviewed with the representative to convey to the surgeon but without the actual instrument used to implant the set screw, no definitive conclusions could be drawn regarding a root cause. Incidents of this nature will continue to be closely monitored.

Event description:
Everest set screw backed out approximately 3 weeks post-operatively. The patient was revised.